Event description:
Peak fx plate broke at the plate/screw interface. Patient has not yet been revised.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.